Event description:
An asymptomatic patient presented to the clinic for follow up with post-sensed t-wave oversensing on the ventricular channel. The patient received inappropriate hv therapy. The lead was repositioned.

Manufacturer narrative:
Na